Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline in remote support service (rss) and not communicated with the server. A field service engineer (fse) found a network cable plugged into the pyxis bus jack. The fse reconnected the cable to the correct network port. The fse then verified that the connection was established. The fse confirmed with the user that the system was operational.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the device was not communicating. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.